Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical nurse leader reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. It was reported there was a severe blood leak. It was reported that the machine alarmed appropriately. The patient¿s estimated blood loss was reported as the whole system. There was no reported patient injury, adverse events, or medical intervention required as a result of this event. The treatment was restarted with new supplies. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.